Manufacturer narrative:
Additional information has been requested and if available it will be submitted in the supplemental report.

Event description:
It was reported that, "the locking mechanism that holds broach in place is broken."